Manufacturer narrative:
The event occurred on an unknown date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor became disconnected from the patient line during use. The cause was not determined. There was no patient injury or medical intervention associated with this event. No additional information is available.